Event description:
Additional information from the rep stated that the patient is feeling the stimulation turning off. The patient was getting the desired setting not available. The rep indicated that at an appointment they checked the second lead (the lead that the patient was not programmed on) and the impedances were normal. They programmed on the second lead and the patient was getting great coverage. The patient was turning stim up and down without issue and the patient was getting pain relief. Following the appointment the patient reported that the issue was continuing to occur. The issue was happening when laying down. The rep had left adaptivestim (as) on at the time the device was programmed. The patient turned as off using the patient controller following the programming session with the rep. When laying down the ins is still turning off. The settings not available message occurs and the patient stops feeling stim and has a return of pain, this occurs when the patient is in the lying back position. At the time of the appointment the rep applied pressure to the components and the patient felt like stim might have increased. The patient had three groups and provided the following amplitude values as reported by the patient: group b is programmed at 2.6ma and 2.4ma group c is programmed at 2.8ma and 2.2ma. Tss reviewed troubleshooting considerations. The caller will follow-up with the patient at the time of the next appointment with the md.

Manufacturer narrative:
Concomitant medical products: product ID 97745, lot#/serial# (B)(6), product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type : programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an external device. Controller s/n - (B)(4). The reason for call was that they were having issues with the controller and the ins itself as they would be lying down when all of a sudden the stimulation stopped. Pt stated that they would check the controller and settings not available would be displayed even though they hadn't touched anything; pt stated that they hadn't changed any settings and that the settings had been the same since the ins was programmed. Pt spoke with their rep who had them reset the controller (pt noted that they had reset the controller like three or four times and nothing had changed); pt stated that the rep said that they would contact someone and then contact the pt back, however the rep hadn't contacted the pt back. Pt stated that the rep said that they hadn't seen this issue before, so the rep instructed the pt to call ps and then call the rep back for next steps. Pt confirmed that adaptivestim was not active/enabled; pt noted that adaptivestim would be set up on (B)(6) . Pt only had group a programmed, so pss was unable to troubleshoot the issue further. Pt stated that the issue first started last friday and it only happened once so they thought that the controller glitched. Pt stated that the device was okay on saturday, however on sunday it started to do it more. Pt stated that the issue became more frequent yesterday and that all through the night they would wake up because the stimulation stopped and then their pain would go way up. The issue was not resolved. The caller was redirected to their rep to further address the issue. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep is with patient today and patient is still encountering stimulation issue with sensation that stimulation is shutting off and not being able to increase stimulation, thus getting desired settings not available. Initial impedance check showed:1 1050 ohms2 10203 11404 11405 12206 13007 11408 26009 216010 158011 143012 127013 171014 174015 1360 ohms10+ 11+ 12- 13- 450pw 60hz prg#1 2.0ma12+ 13+ 14- 15- 350pw 60hz prg#2 2.6ma. At one point rep was able to increase stimulation, but then while in the same standing position, patient is getting the oor message again. Second impedance check showed.10 1580 ohms11 143012 128013 174014 180015 1360 ohms based on same position impedance check the second time, it doesn't appear impedance change was significant enough to account for getting oor. Adaptive stimulation change isn't a factor since patient is still in the same position. Rep to have patient monitor and document setting level and position, as when patient is getting the oor error. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Concomitant medical products: product ID 97745, lot#/serial# (B)(6), product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they were still having issues with the stimulation settings not helping. The patient had met with the rep and the issue was not resolved and now they were getting a settings not available message. The patient was directed to follow-up with their healthcare provider. It was confirmed that the patient had not had any diagnostic images done to check the system and leads.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when attempting to decrease stimulation, it will be at 2.0 and then drop to 0.2. Patient reset their patient controller. After the reset, pt confirmed they were able to decrease the intensity and everything seemed to be working as intended. The troubleshooting steps that were taken on the call resolved the issue. It was reported that their health care professional (hcp) told them that they think one of their "wires" are micro-fractured. Pt stated their stim wasn't working correctly and was giving them issues and on 01/04/22, the conclusion was made that a revision is going to have to be done. In the most recent call the pt indicated that her hcp said that she has micro fracture(s) on her lead. The caller states today the caller did an impedance check when pt was lying on her back ¿ there were two electrodes that were 'avoid' 8 and 10. The pt is not programmed on 8 and 10. 8-15 is the lead that gave the pt problems initially so they used 0-7 however the issue continues with 0-7. Contacts that are 'green' are higher than rep would expect, for example 15 shows 10520ohms. It clarified for caller what the colors indicate and noted that just because a contact is green doesn't mean they should use it. The caller states she started measuring impedance again while pt was sitting up and she palpated on the ins. Impedances changed while palpating. 8 and 10 went into 'normal green zone' and went from 8 4040 and 10 went to 3090. Caller states during this position change that the impedance on 0-7 changes too but seemingly not as dramatically. Rep tested again and contact 8 is now showing 40k ohms, 9 is 8060 ohms and 10 is 13600 ohms. The caller notes when she touches the ins when not doing impedances and pt is sitting up, the pt felt more intense situation. It was advised that caller can try to find a contact pair that is not affected by positional changes and see if they are beneficial for therapy but this ultimately may lead to a revision. Additional information was reported that the patient will be having their leads revised on april 28, 2022. The entire system was replaced on 2022-apr-28.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(6), product type: programmer, patient product ID: 977a260, serial#: (B)(6), implanted: 2021 (B)(6), explanted: 2022 (B)(6), product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: 2021 (B)(6), explanted: 2022 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10. Correction to supplemental report 004. Additional information regarding manufacturer reports # 3004209178-2022-01580 and 300420 9178-2022-01578 will be submitted as a supplemental to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead body conductor had been cut. Analysis of the implantable neurostimulator (serial number (B)(6)) found that the device was functionally okay with insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported cause was not determined. Issue not resolved rep has not met with patient since last time.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.